Event description:
The reporter stated the surgeon was inserting an aa4203tf toric silicone single piece lens and noted the lens was torn. There was patient contact but no injury, no enlarged incision or sutures. Another same model lens was implanted. The reporter stated the lens was torn during loading.

Manufacturer narrative:
(B) (4). Evaluation results - (other): visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. (B) (4).